Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep had met with the patient on 2018 (B)(6) and was able to clear the code for the patient with their clinician programmer. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller had stated that the patient sent him a picture of their patient programmer with a picture on the screen of an 8840 and an ins. The caller described the screen and it was determined that it was the ins in the box issue. It was reviewed with the caller the way in which the ins in the box message can be displayed and the caller stated that he will meet with the patient to interrogate with the 8840 and attempt to resolve the issue. No further complications were reported. No additional patient symptoms were reported.